Event description:
The pt was revised due to loosening at the bolt/stem junction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigaiton once it has been completed.